Manufacturer narrative:
(B)(4). Eval, results/conclusions: (disease progression).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an 8.5 cm in diameter abdominal aortic aneurysm approx nineteen months ago. The right common iliac artery aneurysm had expanded from 3.5 cm in diameter to 4.2 cm in diameter. At the time of implant the aortic neck was 20 mm in diameter at the lowest renal artery and 4 cm in length. Distally there was no distal landing zone therefore the internal iliac artery was coiled. The common iliac artery is extremely dilated and aneurysmal. The internal iliac artery and the external iliac artery rise above and away from each other on opposite sides, suggesting the aneurysm extends to the right external iliac artery. The right internal iliac artery was short in length 10 mm and very large in diameter. There was moderate to severe aortic neck angulation. Currently the vessel morphology was reported as there is continued disease progression. The abdominal aneurysm is currently 7 cm in diameter, which is smaller than on the previous exam. The operative notes stated that the pt has a right inguinal hernia and there is a short area of dissection in the proximal celiac artery as seen on prior films and has not changed. Currently the right common iliac aneurysm has continued to expand and will be treated next month. No clinical sequelae were reported and the pt is fine.